Event description:
International customer reported that a corner of the device delaminated during implant. The surgeon continued to suture the device in place. No adverse patient consequences were reported.

Manufacturer narrative:
Conclusion: one returned, cut piece of proceed mesh was examined visually. The returned piece was approximately 5.5cm x 8 cm in size, and appeared to be cut "corner piece." The returned piece had no residual blood or tissue remains present, indicating it had not been used in surgery. The returned piece was otherwise intact, with no delamination present. Conclusion: no actual returned, used pieces were provided as the mesh remain implanted, so a complete examination was not possible. A review of the batch manufacturing records was conducted. This review did not identify any non-conformances and the batch met all finished goods release criteria. No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.